Event description:
Note: this report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2012-06276 addresses the gold probe, while manufacturer report #3005099803-2012-06434 addresses the endostat generator. It was reported to boston scientific corporation that a gold probe and an endostat iii generator were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the gold probe would not burn unless the endostat iii generator "was turned up to a much higher wattage than normally used". No damage was visible to the gold probe or its packaging. It is not currently known if there was any difficulty connecting the gold probe to the generator. The procedure was able to be completed using the original gold probe and endostat iii generator. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being okay.

Manufacturer narrative:
The patient's exact age is unknown. However, the patient was reported as being over 18 years old. The complainant was unable to provide the suspect device upn or lot number; therefore, the device manufacture date is unknown. (B)(4) for the reported event of low power output from generator. According to the complainant, the suspect device has been retained and will not be returned for analysis. If any further relevant information is received, a supplemental MDR will be filed.